Manufacturer narrative:
Claim#:(B)(4).

Event description:
The reporter indicated that while the surgeon was implanting an implantable collamer lens; a sfc-45 cartridge with foam tip plunger had failed. It was noted "even if you pull the lens to the tip of the cartridge; the lens will return from the nozzle. So you cannot set it. Even if only bss is used in the cartridge; the lens will return". The problem was resolved with the lens being implanted; and indicated "no abnormality in the patient's eye because another "lot" of cartridges were used. The cause of the event was reported as the device and noted "the lens flows backwards when loaded into the nozzle of the cartridge".

Manufacturer narrative:
Additional information: h6: type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. H6: type of investigation: 4110 - device work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).